Manufacturer narrative:
Meter has not been returned for evaluation. An updated report will be submitted if additional info becomes available.

Event description:
The pt experienced feeling of hypoglycemia. The value measured with ibgstar was 341 mg/dl. She injected 3u of humalog. She felt malaise and called for help. Glucose administered by firemen, her glycemia measured by firemen was 47 mg/dl. She was not hospitalized.